Manufacturer narrative:
This lead remains implanted and in service.

Event description:
It was reported that during the implant procedure, when this right ventricular (rv) lead was initially positioned, good parameters were obtained through the pacing system analyzer (psa). Once the lead was connected to the pulse generator, the r wave had decreased, and pacing the right ventricle was unsuccessful (failure to capture), even at a high output. Therefore, the lead was repositioned, and all parameters were normal, with successful pacing and sensing observed. The physician suspected a perforation occurred at the initial rv lead site; therefore, an echo was performed, and the patient was kept in the hospital overnight for observation. The echo showed a small pericardial effusion. This lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the implant procedure, when this right ventricular (rv) lead was initially positioned, good parameters were obtained through the pacing system analyzer (psa). Once the lead was connected to the pulse generator, the r wave had decreased, and pacing the right ventricle was unsuccessful, even at a high output. Therefore, the lead was repositioned, and all parameters were normal, with successful pacing and sensing observed. The physician suspected a perforation occurred at the initial rv lead site; therefore, an echo was performed, which showed a small effusion (<1cm), and the patient was kept in the hospital overnight for observation. A repeat echo was done later that evening, and a pericardial effusion was seen. The patient's status was reviewed the following day, and was discharged from the hospital. This lead remains implanted. No additional adverse patient effects were reported.